Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements and loss of capture. Oversensing was also noted in stored atrial tachy response (atr) episodes. It was determined the lead had fractured. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.